Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the sixth inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.